Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited farfield oversensing of atrial paced beats by the ventricular lead. This oversensing resulted in pacing inhibition, during which time the patient exhibited lightheadedness and syncope. The sensitivity of the device had been modified to least two months ago for occasional pacing inhibition and lightheadedness, which had corrected the situation. However, the patient experienced a syncopal episode recently, one day after chopping wood. Ts discussed the possiblity of the lv lead becoming dislodged, and may be responsible for the farfield oversensing of atrial activity by the ventricular channel, and the resultant pacing inhibition.